Manufacturer narrative:
The involved device has been requested for return to sorin group USA for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group received a report that the aortic arch cannula disconnected suddenly from the tip that was inserted into the aorta during a procedure. The cannula was changed to continue the operation. The user reported significant bleeding. However, there was no additional consequence of the bleeding and no other patient injury was reported.

Manufacturer narrative:
The complaint aortic arch cannula was returned to sorin group USA for evaluation. Visual inspection found that the tip was attached to the end of the cannula and would not separate, even with moderate manipulation. Leak testing was performed and the device began to leak at the connection site between the cannula tubing and the curved tip when the pressure was increased to 156 mmhg. After the leak testing the tip could be easily removed. A closer examination revealed that the cannula tip did not appear to have been bonded properly. This is a manufacturing error. The individuals responsible for assembling this cannula and cannula tip were identified based on the reported lot number. The manufacturing procedures were reviewed, the possible causes for this error were discussed and remedial training was performed to ensure that the proper steps needed for this assembly were clearly understood. The reported lot number was a build of (B)(4) devices. This is the only complaint against this lot number and this appears to be an isolated event.